Event description:
It was reported stent damage occurred. A 8.0x30x75cm express ld iliac / biliary was selected for use in the left external iliac vein. The stent was initially unable to pass through the lesion. The device was removed so that pre-dilation could be performed. When the stent was viewed upon removal. The end of the stent was damaged. Another of the same device was used to complete the procedure. There were no patient complications and the patient is fine.